Manufacturer narrative:
There are no capas or non-conformance's related to this device at the time of this evalaition. The device was not returned for further investigation adn the lot information was not provided by the complainant. A device history record review could not be performed at the time of this review.

Event description:
It was reported that on unknown date small cchs screw head snapped off while inserting the screw. The surgeon was performing percutaneous fixation of fourth metacarpal fracture. Inserting 3.0 small cchs screw after pre-drilling, screw had a tight fit in metacarpal, on final tightening the screw head sapped off so he decided to leave the remaining portion of the screw in. There were a surgical delay of 45 minutes. Procedure and patient outcome were unknown. This complain involves one(1) device.